Event description:
New information received notes that the functional under-sensing exhibited by the implantable cardioverter defibrillator (ICD) was noted via remote transmission. No intervention was performed, and the ICD was subsequently explanted for elective replacement. There were no patient consequences.

Event description:
It was reported that the patient experienced an arrhythmia. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited functional under-sensing. Programming changes were suggested. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.